Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose was 300-350 mg/dl. Customer went to the emergency room and was hospitalized. Multiple attempts were made by tandem technical support to gather additional information on the hospitalization, however, no response was received.